Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced leaking insulin cartridges that led to occlusion alerts on the pump and affected blood glucose, while using cd infusion sets. Symptoms included hyperglycemia. Outcomes included no hospitalization or long-term impairment. Investigation included customer care troubleshooting and recommendation to replace supplies and report lot information. Investigation of this case revealed a suspected cartridge leak causing delivery interruption consistent with occlusion alerts, with the affected component being the cartridge and associated infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a product issue related to cartridge leakage leading to occlusion.